Event description:
A malfunction was reported with malfunction code 6 indicated. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears. The customer acknowledged and understood the instructions.